Manufacturer narrative:
Reported event: an event regarding wear & corrosion involving an unknown securfit advance stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted.. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: a male patient, dob (B)(6) 1967 described as 66 inches tall and weighing 156 pounds. His date of implantation is listed as (B)(6) 2018 (approx.) And explantation (B)(6) 2020. The event description states: "... Revision surgery due to pain ... Trunnion burnishing and corrosion ... Blackened areas along neck and inside head ... Head, liner and 2 screws revised ..." Undated x-ray ap pelvis - poor resolution: uncemented right tha, 2 screws in acetabulum, reduced and nominal in appearance. (B)(6) 2020 implant labels: 36/10 degree x3 eccentric insert; 36/+7.5 v40 biolox ceramic head. No clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated, the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text: device not returned.

Event description:
As reported by rep: "patient solicited revision surgery due to pain associated with right total hip arthroplasty. Operative findings included [suspected] prominent hardware (screws). Trunnion burnishing and corrosion apparent about the neck. Blackened areas along the neck and inside the head." The head, liner, and 2 screws were revised to a new head and liner. Rep provided an x-ray and revision usage sheet. Spoke to rep, who confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: "patient solicited revision surgery due to pain associated with right total hip arthroplasty. Operative findings included [suspected] prominent hardware (screws). Trunnion burnishing and corrosion apparent about the neck. Blackened areas along the neck and inside the head." The head, liner, and 2 screws were revised to a new head and liner. Rep provided an x-ray and revision usage sheet. Spoke to rep, who confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.